Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. During the explant procedure the physician had difficulty removing this left ventricular (lv) lead and the tip broke off in the coronary sinus. Additional information received indicated that the lead tip was left in place where lead broke off. Attempts were made to obtain additional information regarding the nature of the infection however was unsuccessful. This lv lead was partially abandoned. There were no additional adverse effects reported.